Event description:
Reporter stated the infusion set leaked insulin after a 10.0 i.e. Bolus was delivered. No physiological effects were reported. The infusion set was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint describing a leaky headset cannot be verified. The headset meets product specifications. One sample was received for examination. The sample was visually inspected and tested for flow. All test results were within specifications.